Event description:
Complainant alleged that the medics were responding to a call for a 59 year old male pt who had been observed driving his vehicle erratically. The pt's car came to an abrupt halt and a bystander went up the vehicle and found the driver having seizure activity. Seven minutes later the pt was removed from the vehicle by a highway patrol officer. He found the pt pulseless and apneic and began performing CPR on the pt. Upon the medics arrival the pt was lying on the ground with no pulse and not breathing and in full cardiac arrest. CPR was continued and the ECG indicated that the pt was in an asystole heart rhythm. The medics administered a 200 joule shock to the pt, but the ECG still indicated that the pt was still in asystole. The pt was intubated and medication was administered via IV. The pt then exhibited a fine ventricular fibrillation rhythm and was defibrillated (joule setting unknown.) More medication was administered and the pt was in an aystole rhthym. Add'l medication was given and the pt went into a fine ventricular rhthym. The medics then shocked the pt at 360 joules and the pt went into asystole. Epinephrine and atropine was given to the pt, but the pt went back into a fine ventricular fibrillation. The pt was again shocked at 360 joules and he went into asystole and then back into ventricular fibrillation. Another 360 joules shock was given resulting in an asystole rhthym. More epinehrine and 1.5 miligrams of lidocaine was given, then another defibrillation (joule setting unknown) and the pt was back in a ventricular fibrillation rhythm. The pt was defibrillated at 360 joules two more times and showed an asystole rhythm with "p-wave." The medic's base of operation then ordered the pt to be paced with the device set at 80 ppm and 65 ma. The medic was unable to capture the pt's heart rate and there was no pt pulse, and the pt was still in an asystole heart rhthym. The base then ordered a termination of efforts. Upon subsequent evaluation of the event the complainant alleged that on two occasions, the device analyzed ventricular fibrillation and advised the user not to shock the pt. The pt subsequently expired. The complainant indicated that the pt outcome was not as a result of the reported malfunction.

Manufacturer narrative:
An analysis of the event from the complainant's ECG report from the event has been performed. The reported malfunction has been attributed to the analysis algorithm. The analysis algorithm has previously been tested against a data base of pt rhythms. The results of the testing indicated 100% specificity and 95.7% sensitivity. The reported malfunction is within the specified error of the algorithm enhancements. The 1600 defibrillator involved with the event has been tested and meets all product specifications.